Event description:
Received the following information from a healthcare worker: incident occurred on (B)(6) 2025 on night shift change. A patient was transported to inpatient room. When the patient care assistant (pca) went into the patient's room and proceeded to do the set of vitals, the pca fully lowered the bed, and "lots of sparks, fire, and a smoke cloud came out from under the bed¿. The pca immediately unplugged the bed from the wall to stop the sparks and called for staff assistance. The patient was safely removed from the bed with no injury. Hospital maintenance was called, and the insulation of the electrical harness was compromised and removed from service. Our maintenance department then did an inspection of other beds and found others that were compromised and removed from service. Our organization immediately called the vendor and on-site inspections were completed, safety issue was identified by the vendor involving the wiring harness and a missing p clip, most likely occurring during initial installment. Vendor sent in a team of installers on-site, and the entire inventory was checked and repaired, when appropriate. Inventory was completed on thursday (B)(6) 2025. Vendor will come back in to complete proactive post-market surveillance (pms) on an mutually agreed upon dale and time.